Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning during fill 2 of 4 of treatment. The patient was connected during the incident. Fluid was discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette, and leaked from the cassette. The patient was advised to discontinue use of the cycler and the cycler was replaced due to the fluid leak. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Upon follow-up, the pdrn confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was seen on (B)(6) 2025 and did not mention any issues with the cycler. The pdrn could not confirm if the patient completed treatment since the patient's internet is down preventing cycler transmissions. The pdrn could not confirm if the patient received the replacement cycler or if the old cycler was returned. The patient did not report any issues using the cycler while at the clinic. The pdrn could not confirm if the cycler set was available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning during fill 2 of 4 of treatment. The patient was connected during the incident. Fluid was discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette and leaked from the cassette. The patient was advised to discontinue use of the cycler and the cycler was replaced due to the fluid leak. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Upon follow-up, the pdrn confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was seen on (B)(6) 2025 and did not mention any issues with the cycler. The pdrn could not confirm if the patient completed treatment since the patient's internet is down preventing cycler transmissions. The pdrn could not confirm if the patient received the replacement cycler or if the old cycler was returned. The patient did not report any issues using the cycler while at the clinic. The pdrn could not confirm if the cycler set was available to be returned for physical analysis.